Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2017 with the following findings: review of the black box data did not reveal any evidence of sudden drop in vp battery voltage or vm that would indicate overheating. A battery was not returned with the pump for investigation. On investigation, a new ¿(B)(6) ultimate lithium¿ battery was used for testing. The powered on using the returned battery cap, which fit securely to the pump. Electrical current draws were evaluated and found to be within the required specifications. The pump was exercised for 24 hours without any indication of excessive pump temperature. The pump was opened for investigation and did not reveal any evidence of damage, defect, moisture of contamination of the pump¿s interior components. Investigation did not duplicate the alleged temperature issue. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the patient was burned by the pump, self-treated with ice and there was no injury. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature.